Manufacturer narrative:
The insulin pump was received with a detached retainer, missing o-ring (reservoir tube) and pump error 25 due to j6 connector resistance issue. Insulin pump passed the sleep current test and active current test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump batteries ran out every 2-34 days with power error alarm. The customer's blood glucose level was unknown. Troubleshooting done by customer and they will contact again if needed. The insulin pump will be returned for analysis.